Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device would not operate on ac power. There was no report of patient use associated with the reported event.